Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a laparoscopic cholecystectomy procedure, the blister pack was opened. Then the electrode part had been damaged. Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information

Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, the cutting end seemed to be cracked due to not enough welding.